Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's auxiliary water channel had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Upon confirmation results, the foreign matter detected within the auxiliary water channel was identified as organic silicone (such as anti-foam agents). The organic silicone detected within the auxiliary water channel is not a component originating from the endoscope itself, but rather a component derived from agents (such as anti-foam agents). Factors contributing to the foreign matter adhesion include insufficient pre-cleaning and rinsing within the conduit line, as well as inadequate drying due to valves not being removed during endoscope storage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.